Manufacturer narrative:
Date of initial report: (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle was stiff. The device was cleaned with wet gauze but the issue was not resolved. There was no patient harm, and a new device was used to continue the procedure.

Manufacturer narrative:
One lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.